Manufacturer narrative:
Article citation including web address/literature reference (doi):10.1097/brs.0b013e3181bb5203 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B3.please note that this date is based off of the date of publication of article as the event dates were not provided in the published article. D1, d2 d4: product identifier is unknown, g4: product identifier is unknown, hence 510k# is not available. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. D.2. The device was used for an off label indication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding bone morphogenetic protein-2 and bone marrow aspirate with allograft as alternatives to autograft in instrumented revision posterolateral lumbar spinal fusion. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: recombinant human bone morphogenetic proteins (rhbmp-2). The purpose of this retrospective study is to evaluate the efficacy of rhbmp-2 and bone marrow aspirate with allograft (bmaa) as alternatives to autograft in instrumented revision posterolateral lumbar fusion (plf). The study retrospectively analyzed outcomes in 62 patients undergoing revision plf due to complications such as pseudoarthrosis or nonunion after initial spinal fusion surgery. Patients were grouped based on the grafting material used, recombinant human bone morphogenetic protein-2 (rhbmp-2), bone marrow aspirate with allograft (bmaa), or autograft. The goal was to evaluate fusion rates, pain improvement, and complications associated with each material. Group 1 contained 24 patients (13 single- [group 1a] and 11 multilevel [group 1b]) who underwent instrumented revision plf using rhbmp-2 on an absorbable collagen sponge. The findings showed that rhbmp-2 and autograft achieved 100% fusion rates in single-level revisions, while bmaa had a lower success rate in multilevel revisions. Among patients, complications resulted using rhbmp-2 included: rhbmp-2 is often used off-label for posterior lumbar fusion, there are unknown risks due to a lack of standardized dosing and long-term data. And complications specific to rhbmp-2 included inflammatory reactions, ectopic bone formation, and dural tear. The study concluded that rhbmp-2 is an effective alternative to autograft in revision surgeries, with bmaa being a cost-effective option for single-level cases. No further information was provided pertaining to medtronic products.